Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Undersensing resulting in false pause episodes was noted on the device. The patient was seen in clinic. The suggested programming changes were made. No symptoms were reported. The patient was stable.